Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 203 mg/dl. Customer's sensor glucose level was 70 mg/dl. The sensor glucose and blood glucose readings have been off by over 100 points. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.